Manufacturer narrative:
Date sent to the FDA: 7/1/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient underwent removal surgery and a recurrent hernia on (B)(6) 2021. It was reported the patient underwent laparoscopic repair of the recurrent ventral hernia as well as lysis of adhesions. It was reported that the adhesions were lysed and an unknown mesh was placed. It was reported that the patient experienced other undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/7/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.